Manufacturer narrative:
Additional, changed, and/or corrected data: d.4., h.6.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "calcification along the entire anterior surface, breast asymmetry and deformity with capsular contracture, tightness of the left side along asymmetry in that the left looked larger than the right" capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "calcification along the entire anterior surface, breast asymmetry and deformity with capsular contracture, tightness of the left side along asymmetry in that the left looked larger than the right" capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as fold flow opening. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ calcification: no observed. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "calcification along the entire anterior surface, breast asymmetry and deformity with capsular contracture, tightness of the left side along asymmetry in that the left looked larger than the right" capsular contracture baker grade ii. Device has been explanted.